Event description:
A 42-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient reported temporarily discontinuing optune gio therapy on (B)(6) 2025, due to experiencing severe headaches. He described the pain as extreme, likening it to the sensation of a vice or an overly tight hat compressing his head while on optune gio therapy. As the headache intensified, he was transported to the emergency room (ER), where he was administered hydromorphone and subsequently discharged home. Following discharge, the patient reported a worsening of the headache, prompting a call to emergency medical services (ems) and resulting in transport to the hospital. During his overnight admission, the patient received an increased dosage of hydromorphone along with additional unspecified medications. An MRI was conducted, which revealed no acute abnormalities. The patient was later discharged. On april 22, 2025, novocure received additional information that the patient was currently hospitalized for shunt placement, which took place on (B)(6) 2025. Reportedly, he experienced headache and brain swelling/fluid prior to admission. Optune gio was temporarily discontinued. Several attempts were made to contact the prescribing physician, although no reply was received.

Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Brain edema/swelling is not related to device use. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.